Event description:
After an implantation period of approx. 111 months, oversensing with inappropriate therapies was reported. The lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found fragmented. A medial fragment was received for analysis. The proximal fragment (including the yoke and connector pins) and the distal fragment (including the lead tip) were not returned. An extraction aid was found on the returned fragment. The analysis showed that the insulation of the returned fragment was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock delivery. The x-ray received for analysis was inspected. The lead showed slack in the implanted state. It is assumed that the slack in combination with tricuspid valve interaction resulted in extraordinary mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.